Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for dimension and npi needle point blunt and the 2nd related complaint for needle pain on lot # 9270979. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, dimension, needle pain and npi needle point blunt) was captured and addressed. Investigation summary: customer returned (21) loose 3/10cc syringes. Customer states that the needles are supposed to be 31g x 8mm, but some in the bag are longer and thicker and harder to pierce the cartridge and hurt her dog. All returned syringes were tested using the length gauge and all cannula fell within specifications for 8mm cannula length. All returned syringes were also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All observations fall within specifications. A review of the device history record was completed for batch # 9270979 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 8mm tw 10bag 500 twn needles are too long and thick. This occurred on 3 occasions before use. The following information was provided by the initial reporter: needles are supposed to be 31g 8mm. Some in the same bag are "longer" and "thicker" and harder to pierce the cartridge. Customer uses the syringes to inject her dog. Some of the needles on the syringe look longer and thicker than usual and hurt her dog when used. Dog yelps, when normally it doesn't react. She also finds it difficult to pierce the cartridge with the thicker needles.